Manufacturer narrative:
Device received with an unresponsive keypad and isolated to the pump casing or keypad. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had keypad anomaly. Customer's blood glucose level was 11.3 mmol/l. Customer reported that the down button was not working all the time and the numbers are not ramping on their own. Customer stated pressing menu button takes them to the menu screen and the up arrow allows them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. . Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated block mode was inactive. Customer stated that the buttons are not responding after inserting new fully charged battery. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.